Event description:
After an uncomplicated entry into the cephalic vein and the positioning of two guide wires and a placed sheath, the rv lead was tried to be moved on. However, the lead tip got stuck on something. The physician tried to pull back and push the lead but it seems that the tip was stuck in something. The physician gave the screw a good number of anti-clockwise turns to make sure that wasn't the problem. Manipulating with the stylet and sheath, nothing helped. So in the end, the physician applied a stronger traction to remove the lead from the patient. This eventually succeeded, but only by sacrificing access to the cephalic vein, and the sheath and guide wire for the atrium were all removed. The lead was completely bent and curved after removal. Subsequently, a new lead was implanted by direct puncture of the subclavian vein.

Event description:
After an uncomplicated entry into the cephalic vein and the positioning of two guide wires and a placed sheath, the rv lead was tried to be moved on. However, the lead tip got stuck on something. The physician tried to pull back and push the lead but it seems that the tip was stuck in something. The physician gave the screw a good number of anti-clockwise turns to make sure that wasn't the problem. Manipulating with the stylet and sheath, nothing helped. So in the end, the physician applied a stronger traction to remove the lead from the patient. This eventually succeeded, but only by sacrificing access to the cephalic vein, and the sheath and guide wire for the atrium were all removed. The lead was completely bent and curved after removal. Subsequently, a new lead was implanted by direct puncture of the subclavian vein.